Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. Unit charged by biomed before inspection. Unit began to alarm "low battery" after 1 hour of pumping at 130bpm. Unit ran for 2hrs total before failing battery run time test by 15 minutes. Batteries replaced to resolve the issue. Replaced batteries were found to be from a 3rd party manufacturer. Unit passes all tests and calibrations to manufacturer standard and is released for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit is not holding a charge. There was no patient involvement.